Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse resolved the error by performing loader alignments of flags and sensors. Fse then ran rack rotation multiple times in addition to the daily check. Fse observed the first rack of the quality control (qc) and patient samples being sampled and rotation of racks. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the error was the x1 axis was out of alignment. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the install date of (B)(6) 2018 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 2300 s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was due to the x1 flag being out of alignment.

Event description:
A customer reported 2300 s. Loader step feed failure error messages with the aia-900 instrument. The customer reported that once the rack moves into the sampling position, an error message occurs. Technical support had the customer remove the cover to look for obstructions in the sampling area. The customer found the cup/tube sensor bent and went ahead and bent it back. The customer tried running a sample but the error returned as soon as the rack got to the sampling area. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.